Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a descending aorta aneurysm using a gore® tag® conformable thoracic stent graft with active control system, and a gore® dryseal flex introducer sheath as an accessory in the procedure. Reportedly the patient had previously undergone total arch replacement with open stent graft procedure on same day. The intra-operative angiography reveled a dissection on the right external iliac artery, and the inner membrane appeared to be peeling off, so bare metal stents were placed from the common iliac artery to the proximal femoral artery unintentionally covering the internal iliac artery. The patient tolerated the procedure. It was reported that the right external iliac was slightly narrow, the diameter was approximately 8mm, but the vessel was not calcified.

Manufacturer narrative:
(B)(4). It was reported that the right external iliac artery was narrow, and the diameter was about 8mm. Per IFU sizing guide for the dsf2233, the ID diameter is 7.3mm and od diameter is 8.2mm according to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU state: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), embolization. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.